Event description:
It was reported the ventricular sensitivity is inaccurate (set at 10 millivolts but measures 7.3 millivolts). The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Event description:
It was reported the ventricular sensitivity is inaccurate (set at 10 millivolts but measures 7.3 millivolts). The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that the ventricular sensitivity was inaccurate. Analysis did find that the upper and lower cases and one bail cover were broken, the ring cover was contaminated,the battery contacts were compressed, the battery drawer was damaged, the keyboard was scratched and the serial number label was damaged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.